Manufacturer narrative:
The reported event could not be confirmed, since the returned device is conforming to specifications and fully functional. The device inspection revealed the following: the returned universal rod and extraction rod could be assembled and engaged to a sample nail as intended. Due to missing counterpart [nail in question] a functional inspection in combination with the implant in question could not be performed. More detailed information about the complaint event as well as the affected nail must be available in order to determine the root cause of the complaint event. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation.

Event description:
As reported: "the customer called the sales rep during surgery and complained that none of the instruments on the metal extraction fit the proximal humeral nail. According to the doctor, he had already removed the transverse screws, but neither the extraction rod nor the 6mm conical adapter would grab the proximal end of the nail. All efforts on the part of the sales rep to provide a satisfactory solution were unsuccessful. Specifically, the problem was probably that the adapters always came loose when trying to drive the nail out. The sales rep suspected that the nail would rotate with it, since the transverse screws had already been removed - but according to the doctor, this was not the case. The sales rep received a picture of the contents of the me set after the surgery - all instruments were present." Additional information: proximal humerus had to be split to loosen the nail. The surgery took 2 hours. According to the doctor, if the proper instruments were presented, the procedure would have been completed in about 30 to 45 minutes.

Manufacturer narrative:
Upon completion of investigation, additional information will be provided in a supplemental report.

Event description:
As reported: "the customer called the sales rep during surgery and complained that none of the instruments on the metal extraction fit the proximal humeral nail. According to the doctor, he had already removed the transverse screws, but neither the extraction rod nor the 6mm conical adapter would grab the proximal end of the nail. All efforts on the part of the sales rep to provide a satisfactory solution were unsuccessful. Specifically, the problem was probably that the adapters always came loose when trying to drive the nail out. The sales rep suspected that the nail would rotate with it, since the transverse screws had already been removed - but according to the doctor, this was not the case. The sales rep received a picture of the contents of the me set after the surgery - all instruments were present." Additional information: proximal humerus had to be split to loosen the nail. The surgery took 2 hours. According to the doctor, if the proper instruments were presented, the procedure would have been completed in about 30 to 45 minutes.